Event description:
It was reported that during a stenting treatment procedure to deploy two wallstents, deployment difficulties were encountered. The lesion being treated was a long, calcified lesion in the right subclavian vein. During deployment, the distal and proximal ends of the first stent would not open. Several unsuccessful attempts were made to recapture the stent. The physician decided to post dilate it with pta balloons (12 and 7 mm). After 5-6 post dilatations with a smash balloon and a high pressure balloon, the distal tip of the stent reached an acceptable lumen diameter. The second stent deployed without difficulty and overlapped the proximal end of the first stent helping to hold it open. The procedure was completed with no serious injury to the patient. The current patient condition is reported as 'good health.'

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.